Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was verified and the front panel membrane was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was unable to analyze. Complainant did not indicate that there was any patient involvement in the reported malfunction.